Manufacturer narrative:
Corrected block: a1. Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) confirmed that the pressure was dropping and unable to be set. The roller pump was inspected, and no issues were found. The same tubing setup was inserted into a different roller pump and had the same issue. It was concluded that the issue was with the circuit not the roller pump. The roller pump passed all functional testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump pressure was unable to be set. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.